Manufacturer narrative:
(B)(4).

Event description:
It was reported that they noticed leaking at the tri-port connector when blood was hung. The crna attempted to tighten the connection at the point and the connector cracked. It had been on the patient for 3 to 4 hours before the crack occurred. As a result, another kit was opened for the connector and it was used successfully. There was no delay in treatment and no patient death or complications reported.